Event description:
The customer tested his blood glucose and received a reading of 502 mg/dl using his contour meter. He retested using his breeze2 meter and received a reading of 167 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer used the last of the test strips that gave the higher readings, so no product will be returned.